Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that they had an issue controlling the universal surgical manipulator (usm)1. The tse reviewed the system error log on the event date but did not find any associated errors. The customer confirmed that the system has been working properly during today's procedure. The procedure was completed as planned with no reported injuries.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) reviewed logs and did not note any error. Tse informed customer that issue may have been related to instrument assignment or setup. Customer stated that issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The complaint was not confirmed based on field evaluation. The probable root cause cannot be determined based on the information provided and phone support details. Tse informed customer that issue may have been related to instrument assignment or setup. Customer stated that issue was resolved. The phone support details did not reveal any issues related to the customer reported event.